Event description:
Boston scientific received information that during a routine follow up, this left ventricular (lv) lead revealed high pacing impedance greater than 2,000 ohms and high pacing thresholds. An x-ray was taken and revealed possible lead damage. The physician suspected a lead fracture near the suture sleeve. The device was reprogrammed as only right ventricular (rv) pacing is needed for the patient. No adverse patient effects were reported. The lead remains in service at this time.

Manufacturer narrative:
The left ventricular (lv) lead remains in service and was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.